Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 275cc smooth mentor memorygel breast implants experienced bubbles and bilateral grade iii-IV capsular contracture postoperatively. Capsular contracture was diagnosed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant. The patient had previously experienced capsular contracture on the right side in 2019. The earlier adverse event was reported under manufacturer report number 1645337-2019-21816, where it was reported that the patient underwent a revision surgery on (B)(6) 2019, and the same device was re-implanted.

Manufacturer narrative:
On 05-mar-2021, mentor became aware of incorrect data entered; the initial reporter is not a health professional. Data has been updated accordingly. Manufacturer¿s reference number: (B)(4). Block e2. Health professional? No.